Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4).

Event description:
It was reported that the unspecified bd flush syringe had cracks and leakage occured. The following information was provided by the initial reporter, translated from chinese to english: purpose of use: the patient's PICC is due for maintenance and needs to be flushed and sealed. Application basis: the patient's PICC is due for maintenance and needs to be flushed and sealed. Usage: the PICC of the patient was due for maintenance, and the tube needed to be flushed and sealed, and 10ml of the syringe was activated for pre-flushing, and cracks were found in the syringe and leakage occurred.

Event description:
It was reported that the unspecified bd flush syringe had cracks and leakage occured. The following information was provided by the initial reporter, translated from chinese to english: purpose of use: the patient's PICC is due for maintenance and needs to be flushed and sealed. Application basis: the patient's PICC is due for maintenance and needs to be flushed and sealed. Usage: the PICC of the patient was due for maintenance, and the tube needed to be flushed and sealed, and 10ml of the syringe was activated for pre-flushing, and cracks were found in the syringe and leakage occurred.

Manufacturer narrative:
H6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.